Event description:
It was reported that unknown error occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a unknown error is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown error occurred. The product was evaluated. An external visual inspection was performed and passed. A nordic bluetooth pairing test was performed and failed. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a unknown error is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information/device evaluation. D9 device available for evaluation - additional information/device evaluation. D9 device returned to MFR - additional information/device evaluation. D9 date device returned - additional information/device evaluation. Primary UDI number - correction. H2 type of follow up - additional information/device evaluation/correction. H3 device evaluated by mfg - additional information/device evaluation. H6 codes - additional information/device evaluation.